Event description:
It was reported through the research article ¿platelet reactivity is associated with pump thrombosis in patients with left ventricular assist devices¿ that heartmate 3 (hm3) may be associated with bleeding, and death. The prevalence of high on-treatment residual platelet reactivity (hrpr) and its impact on thrombotic and bleeding outcomes in left ventricular assist device (lvad) patients was unknown. The prevalence and possible clinical impact of hrpr in a cohort of stable lvad patients treated with a vitamin k antagonist (vka) and low-dose aspirin was investigated in this study. 62 lvad patients were recruited for this study between january 2018 and october 2020. These patients were recruited from the outpatient clinic of the department of cardiac surgery, medical university of vienna. These patients had a median age of 62 years, which range from 55 to 70 years. The patients in this study have the following preexisting conditions; 34 patients had arterial hypertension, 30 had hyperlipoproteinemia, 4 had peripheral artery disease, 15 had type 2 diabetes, 2 were smokers, 8 had prior history of stroke and 44 had prior myocardial infarctions. 56 of these patients were male, and 19 patients were implanted with heartware (hvad) and 43 were implanted with heartmate 3 (hm3). Patients were excluded based on aspirin intolerance, known bleeding disorders, known defects in thrombocyte function, a platelet count of 450.000/l, a hematocrit level of <30%, acute or chronic infection, malignant paraproteinemia, myeloproliferative disorders, severe hepatic failure, and a major surgical procedure within 7 days before enrollment. The clinical endpoints for the patients in this study were gastrointestinal bleeding, hemorrhagic stroke, major hemolysis, and heart failure not explained by structural heart disease or abnormal pump parameters together with an accompanying intervention. Pump replacement/exchange/deactivation, urgent transplant listing, stroke, transient ischemic attack, or death were also listed as endpoint for patients in this study. Platelet sampling was conducted by having the same physician draw blood from each patient from an antecubital vein. These samples were immediately brought to the lab and centrifuged after collection. Plasma samples were stored at -80 c, platelet function testing was conducted 30 minutes after blood sampling. The multiple electrode aggregometry (mea) was conducted using a whole blood impedance aggregometry with a multiple analyzer. Aggregation units (au) were plotted against time. The au at 6 minutes were used for all calculations. One au corresponds to 10 au x minutes. P-selectin (sp-selectin) was measured according to the manufacturer¿s instructions. High residual platelet reactivity (hrpr) was detected in 29 patients, due to the number of hm3 patients in this study, there were more hm3 patients with hrpr than patients with hvad. Patients that were found to have hrpr, had an average mea measurement were: arachidonic acid (aa), (au) 26, adenosine diphosphate (adp), (au) 68, and thrombin receptor¿activating peptide (trap), (au) 107. Patients with no hrpr, had an average mea measurement were: aa (au) 15, adp (au) 56, and trap (au) 78. Soluble p-selectin was measured at 40.6 for patients with no hrpr, and 47.89 for patients with hrpr. Over 24 months, patients without hrpr had adverse events at the following rates: 4 patients at 6 months, 6 at 12 months, 8 at 24 months, 6 had a major bleeding event at 24 months, no patients had pump thrombosis, and 5 patients had passed away. Patients that had hrpr had adverse events at the following rates: 3 patients at 6 months, 3 at 12 months, 5 at 24 months, 4 had a major bleeding event at 24 months, 3 patients had pump thrombosis, and 4 patients had passed away. The 10 patients that had a bleeding event had met the clinical endpoint of the study. 1 patient with pump thrombosis due to systemic embolism, and 2 patients needing pump replacements, which also met the clinical endpoint. Patients with thrombus had higher measurements with the mea aa. There were no significant differences in bleeding events between hm3 and hvad during the follow up period, but hvad had higher rates of pump thrombus and mea aa. All thrombus events occurred with patients with hrpr. Patients with hrpr also showed increased platelet reactivity to adp and trap as well as higher levels of sp-selectin. There was no significant difference in the number of deaths between hm3 and hvad patients. With hm3 patients, 7 had bleeding events, 6 had passed away, and 16 had hrpr. Platelet reactivity was associated with pump thrombosis in lvad patients. Hrpr may represent a risk marker for pump thrombosis, particularly in hvad patients. Large prospective clinical trials are needed to further study the clinical impact of hrpr in lvad patients and evaluate differences between available pump types as well as potential therapeutic strategies.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Mutschlechner, d., tscharre, m., wittmann, f., kitzmantl, d., schlöglhofer, t., wadowski, p. P., laufer, g., eichelberger, b., lee, s., wiedemann, d., panzer, s., zimpfer, d., & gremmel, t. (2024). Platelet reactivity is associated with pump thrombosis in patients with left ventricular assist devices. Research and practice in thrombosis and haemostasis, 8(6), 102564. Https://doi.org/10.1016/j.rpth.2024.102564 landesklinikum mistelbach-gänserndorf, mistelbach, austria; karl landsteiner society, st. Pölten, austria; karl landsteiner university of health sciences, krems, austria. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported patient deaths could not be conclusively established through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.